Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, it was noticed upon removal of the monopolar curved scissors (mcs) instrument that the tip cover was missing. It was suspected that the tip cover remained within the patient's abdomen. The surgeon performed an endoscopic scan of the abdominal cavity, which yielded no results. Following a consultation between the surgeons, it was decided to proceed with the surgery as planned, concluding that a conversion was not required, and the procedure was completed robotically. At the end of the procedure, an abdominal x-ray was performed; however, no evidence of a foreign body was detected. Following the surgeons' decision, the anesthesiologist proceeded to wake the patient. A few days later, the patient underwent a computed tomography (CT) scan, which revealed the cover located within the subcutaneous fat layer, outside the peritoneum. As of now, the surgeons have not yet decided on a timeline for its retrieval. Consequently, the patient will likely need an additional procedure for its removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.